Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for vfib for a patient. Technical support sent the customer the cns investigation guide for them to collect the printouts. The customer later reported that the issue had been found and it had to do with the pacer. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for vfib for a patient. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for vfib for a patient. Technical support sent the customer the cns investigation guide for them to collect the printouts. The customer later reported that the issue had been found and it had to do with the pacer. There was no patient injury reported. Investigation summary: the customer later reported that the cause of vfib not alarming was due to the patient's pacer. As such, the root cause of vfib not alarming is likely due to patient condition. The issue is unlikely to be related to an nk device malfunction. There are no related incidents for this device. This event is likely an isolated incident. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I reached out to try and get this information. As soon as I do, I will reply back. B6 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I reached out to try and get this information. As soon as I do, I will reply back. B7 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I reached out to try and get this information. As soon as I do, I will reply back. D10 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I reached out to try and get this information. As soon as I do, I will reply back. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # 300288301 - 135355 follow up 001

Event description:
The customer reported that the central nurse's station (cns) did not alarm for vfib for a patient. There was no patient injury reported.